Manufacturer narrative:
Block h6: imdrf device code a04 captures the reportable event of tip damaged.

Event description:
It was reported to boston scientific corporation on june 27, 2023, that a wallstent biliary partially covered stent was to be implanted to treat biliary tract obstruction in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During unpacking, a little piece of the tip was cracked. The procedure was completed with another wallstent biliary stent. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.